Event description:
It has been reported that the device is not recognizing the keys on the device during the self test.

Manufacturer narrative:
Updated conclusion code grid.

Manufacturer narrative:
Updated results code grid.